Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a clogged channel tube was not confirmed. In addition, due to clogging of air/water tube with foreign material, no water was fed. Switch button 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite gastrointestinal videoscope channel tube was clogged. The customer thinks there may be foreign materials in the channel tube, which was not the problem of reprocessing. The event occurred during reprocessing. There was no procedure involved or reported patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Olympus will continue to monitor field performance for this device.